Event description:
Upon completion of an evoked potential procedure, a pt was transfered back to their bed on a telemetry floor. While transfering the pt between the gurney and the bed, the defibrillator charge button was bumped against a bed railing causing the device to charge. Hands off electrode pads were in place and the defibrillator charged to 360 joules. A nursing student assisting with the transfer attempted to reposition the defibrillator and inadvertently hit the shock switch, delivering the charge to the awake pt. While the pt suffered significant discomfort, their cardiac rhythm following the shock was normal and no injury was noted.